Event description:
According to the available information, the implant was removed and replaced due to an unknown reason.

Manufacturer narrative:
Rod 1 was received for evaluation. The rod was bent in four directions into approximately a 45-degree angle. The rod held the angle. The information received indicated the device had unknown issue, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant was removed and replaced due to an unknown reason.